Event description:
Healthcare professional reported on behalf of another injecting healthcare professional that a patient was injected with one syringe of JUVÉDERM® VOLLURE¿ XC into the nasolabial folds. A CT was performed that day and vascular occlusion was noted. Two vials of hylenex were injected that day and another two vials the following day, when event reportedly resolved.

Manufacturer narrative:
Clarification to H.6. Type of Investigation Code: The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.The event is a physiological complication and analysis of the device generally does not assist Abbvie in determining a probable cause for this event.Further information regarding event, product, or patient details has been requested. No additional information is available at this time.This is a known potential adverse event addressed in the product labeling.